Event description:
The catheter was placed without removing the stylet. The stylet was found to have dropped into the pt's inferior vena cava. The stylet was removed under interventional radiology. The device had been in place for 16 days prior to the incident.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.